Manufacturer narrative:
(B)(4). Report source, foreign-event occured in (B)(6). The batch is unknown, by consequence, the UDI is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay superior to 30 minutes.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay superior to 30 minutes.